Event description:
During a maze procedure when the doctor attempted to create a roof lesion with the oll2 the tip of the oll2 pierced through the left atrium. The tear was sutured and the operation was completed without further incident. Since the wall of the left atrium roof was thin the doctor felt that it was torn by being repeatedly clamped.

Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation. The user indicated that the event was due to procedural error and no defect of the device was indicated. The device was discarded.